Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus/migration of essure device location of device: uterus/embedded in uterus."), device breakage ("device breakage/essure was in pieces"), abdominal pain lower ("severe cramping") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding(menorrhagia)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2015. Concomitant products included amlodipine (norvasc) since 2015, ascorbic acid (vitamin c) since (B)(6) 2017, lisinopril since 2015, magnesium malate since 2007, methenamine hippurate since (B)(6) 2017, minocycline hydrochloride (minocin), nitrofurantoin (macrobid), ondansetron (zofran) since (B)(6) 2009, pravastatin sodium (pravachol) since 2015, salmo salar oil (omega-3) since 2007, tapentadol hydrochloride (nucynta) since (B)(6) 2012, venlafaxine (effexor) since 2006, warfarin sodium (coumadine) and ultimate flora probiotic. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient started tizanidine at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pain ("allover body pain/pain"), allergy to metals ("nickel allergy"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("depression"), complex regional pain syndrome ("rsd"), fibromyalgia ("fibromyalgia"), rash ("rashes in face,chest, arms"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem/can no longer urinate on my own"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea (", dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), myopia ("extreme myopia"), fatigue ("fatigue"), weight increased ("weight gain"), uterine leiomyoma ("fibroids"), ovarian cyst ("cysts"), alopecia ("hair loss") and visual impairment ("vision problems"). The patient was treated with surgery (dilatation & curretage/removal of essure devices), surgery (hysterectomy on (B)(6) 2017/removal of essure devices/dilatation & curretage) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, back pain, allergy to metals, vaginal haemorrhage, cystitis, vaginal infection, complex regional pain syndrome, fibromyalgia, rash, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge, myopia, fatigue, uterine leiomyoma, ovarian cyst and alopecia outcome was unknown, the abdominal pain lower, menorrhagia, pain, night sweats, hot flush, female sexual dysfunction, migraine, dyspareunia and weight increased had resolved and the depression and visual impairment had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, complex regional pain syndrome, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hot flush, menorrhagia, migraine, myopia, nausea, night sweats, ovarian cyst, pain, rash, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: night sweats, hot flashes, vaginal haemorrhage, bladder infection, vaginal infection, apareunia, depression, reflex sympathetic dystrophy, fibromyalgia, rash, bladder problem, urinary disorders, migraines, headaches, nausea, device breakage, , dysmenorrhea, dyspareunia, vaginal discharge, extreme myopia, fatigue, weight gain, fibroids, ovarian cyst, hair loss, she did not underwent essure confirmation test.event outcome of depression, vision problems updated to not recovered. Event outcome of pain , lower abdominal cramping , abnormal bleeding, night sweats, hot flashes, weight gain, migraines, dyspareunia, apareunia, updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus/migration of essure device location of device: uterus/embedded in uterus."), device breakage ("device breakage/essure was in pieces"), abdominal pain lower ("severe cramping") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding(menorrhagia)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2015. Concomitant products included amlodipine (norvasc) since 2015, antidiarrhoeal microorganisms (probiotics), ascorbic acid (vitamin c) since (B)(6) 2017, lisinopril since 2015, magnesium malate since 2007, methenamine hippurate since (B)(6) 2017, minocycline hydrochloride (minocin), nitrofurantoin (macrobid), ondansetron (zofran) since april 2009, pravastatin sodium (pravachol) since 2015, salmo salar oil (omega-3) since 2007, tapentadol hydrochloride (nucynta) since (B)(6) 2012, venlafaxine (effexor) since 2006 and warfarin sodium (coumadine). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient started tizanidine at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pain ("allover body pain/pain"), allergy to metals ("nickel allergy"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("depression"), complex regional pain syndrome ("rsd"), fibromyalgia ("fibromyalgia"), rash ("rashes in face,chest, arms"), bladder disorder ("bladder problem"), urinary retention ("urinary problem/can no longer urinate on my own"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea (", dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), myopia ("extreme myopia"), fatigue ("fatigue"), weight increased ("weight gain"), uterine leiomyoma ("fibroids"), ovarian cyst ("cysts"), alopecia ("hair loss") and visual impairment ("vision problems"). The patient was treated with surgery (dilatation & curretage/removal of essure devices), surgery (hysterectomy on (B)(6) 2017/removal of essure devices/dilatation & curretage), surgery (hysterectomy on (B)(6) 2017/removal of essure devices/dilatation & curretage) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, back pain, allergy to metals, vaginal haemorrhage, cystitis, vaginal infection, complex regional pain syndrome, fibromyalgia, rash, bladder disorder, urinary retention, headache, nausea, dysmenorrhoea, vaginal discharge, myopia, fatigue, uterine leiomyoma, ovarian cyst and alopecia outcome was unknown, the abdominal pain lower, menorrhagia, pain, night sweats, hot flush, female sexual dysfunction, migraine, dyspareunia and weight increased had resolved and the depression and visual impairment had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, complex regional pain syndrome, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hot flush, menorrhagia, migraine, myopia, nausea, night sweats, ovarian cyst, pain, rash, urinary retention, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pain ("allover body pain"), allergy to metals ("nickel allergy") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, pain, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, menorrhagia and pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.